Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for explant of a pacemaker and left ventricular lead due to sepsis. The source of the sepsis was unknown. The system was explanted successfully and the patient was in stable condition following the procedure.

Manufacturer narrative:
Correction: required intervention to prevent permanent impairment/damage - should have been selected ¿ rather than blank.